Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that there was air bubbles in the reservoir. Customer's blood glucose was 270 mg/dl. Customer stated the air bubbles were very small like the tip of a pen. Advised the customer champagne bubble size bubbles are fine to have in the reservoir per instructions for use and user's guide. Customer declined to continue troubleshooting. Customer will call help line if the problem persists. No further information provided.